Event description:
It was reported that during an unknown procedure, there was a misfire with the use of the reload, partial staples went into anastomosis line. The 2nd reload worked fine. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Swing tab in unlocked position. Additional information was requested and the following was obtained: on what tissue type was the device used? Bowel. What location on the tissue was being stapled? Bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What colour (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? No. Did the surgeon move the firing knob left and/or right before firing? Unk. Was the handle closed completely before firing? Unk. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. Were any unexpected noises heard? Were any of the forces higher or lower than expected (closing, opening or firing)? Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? No. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? Many. Was there a recent conversion to ees devices in this account /surgeon? No. What predicate device was used by the surgeon? The analysis results found that the tcr75 cartridge was received in good visual conditions and with no instrument. The reload was received with the 3 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.